Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of air in the line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d 3ss cv had air bubbles in line. The following information was provided by the initial reporter: material no: 2426-0007 batch(lot) no: unknown. It was reported tubing had air bubbles in line. Kept getting air in line alarm. We saw teeny tiny bubbles that we weren¿t able to remove. We took the tubing out of the pump, cleaned the pump sensor, put it back in, and repeated this process about 5 times without success. Manually pulled the fluid out from the affected area in the line and slowly added it back in.